Event description:
Procedure: tap transabdominal preperitoneal. According to the reporter: at preparation for procedure a nurse confirmed a crack in the inner obturator. New one was opened to complete the case with no problem. The defective one was not used on the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event.